Manufacturer narrative:
The tech found a nut missing from a bolt in the trend mechanism. The tech replaced the nut to repair the bed.

Event description:
Info received indicates the trendelenburg function is not working.